Event description:
A nurse reported that the system displayed an error message and locked during a procedure. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).